Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was reproduced. A review of the event history log revealed multiple ¿system error 345¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibrated specification downstream thermistor. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during battery testing. There was no patient involvement. No additional information is available.